Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose levels (40 mg/dl). During troubleshooting with tandem technical support, it was found that the pump time was inaccurate. Reportedly, the pump time was one hour behind. The customer was unsure how the pump time became inaccurate. Tandem technical support guided the customer through adjusting the pump time. Customer drank juice to address low bg levels.